Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window product advisory population, was exhibiting a monitoring voltage of 2.59 v in just under 40 months of implant. No historical battery voltage data was available. A field representative questioned whether the device was exhibiting premature battery depletion.

Manufacturer narrative:
The boston scientific technical services department advised that it was unknown whether the device may be exhibiting advisory related behavior, due to the lack of historical monitoring voltage measurements and programming information. According to the available information, this ICD remains implanted and in service. This event will be updated if any additional information is received. Additional information indicates that this ICD declared elective replacement indicator (eri) after approximately 54 months of implant, and was explanted one month later. The device was successfully replaced with a new boston scientific device, with no adverse patient effects reported. A request has been made to have this device returned for analysis. This event will be updated if any additional information becomes available.